Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with frozen display due to corroded electronic assembly. Moisture damage was found on the motor home switch. Unable to confirm unresponsive buttons due to the frozen screen.

Event description:
The customer reported that the battery was changed and the insulin pump had a battery alarm. The customer was not able to clear the alarm. Troubleshooting was performed. The time on the insulin pump was advancing, but the buttons were unresponsive. The customer also mentioned that the display window was foggy. Advised the customer that the insulin pump will be replaced and revert to back up plan. No further information was provided.